Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned and analyzed. Initial automatic functional testing revealed an anomalous reading of 0 ohms for the right ventricular lead edema impedance (ring-to-case). Subsequent functional testing demonstrated that the device passed all tests, including the edema impedance test with nominal values of approximately 100 ohms. The failure during initial analysis was not confirmed. The device was fully functional and no anomalies were observed. (B)(4).

Event description:
The device was removed and replaced due to battery voltage nearing the point at which elective replacement is indicated. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.